Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, and exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, the weight the device within specification, cloudy color in gel, fold creases, and wear abrasion. After autoclave cycle were observed: voids. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, and exchange from textured to smooth due to patient's concern with the product.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade iii, and exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.

Event description:
The device has been explanted.